Event description:
A hospital in (B)(6) reported via a distributor and fisher & paykel healthcare rep that an rt210 adult dual-heated breathing circuit had "slightly bent [heater wire pins] so that the heated wire adaptors would not fit". The bent pins were observed prior to pt use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was not available to fisher & paykel healthcare for eval. An investigation was carried out based on info provided by the complainant (distributor). Results: the distributor reported that they attempted to connect the breathing circuit to several different heater wire adaptors, but were not able to achieve a proper connection. A lot check could not be carried out as the lot number of the complaint breathing circuit was not available. Conclusion: all breathing circuits are tested for electrical connection and continuity during production. It is possible for the user to bend heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. Bent pins to not preclude ventilation of the pt, but prevent the heating of the gas delivered. (B)(4).